Event description:
Issue with pump pe18-(B)(6).

Manufacturer narrative:
This report details a malfunction of the solar gi device, a malfunction that was not observed during use of the device on a patient.